Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,d5, d9, h3, h11. (Type of investigation, investigation findings, component codes, investigation conclusions). Corrected data: e1 (event site address line 2& city, initial rep name), e3, b5 a getinge field service engineer (fse) confirmed fault with the top display. Replaced the top display (d160-00-0127) and checked operation. All function and safety checks performed to meet factory specifications. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 21 oct 2025. The failure analysis and testing dept. Received part number 0160-00-0127 assy, display top lcd rohs serial number n/a with a reported unit failure of noise appearing on the top screen. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0160-00-0127 assy, display top lcd rohs serial number n/a into the cardiosave test fixture serial number (B)(6) and tested the display to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r.

Event description:
It was reported that during in-hospital operation check the cardiosave intra-aortic balloon pump (iabp) had noise on the upper lcd. Patient not involved and no harm reported.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6), event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an in-hospital operational check, it was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a ¿noise¿ message on the top screen. Investigation indicated that the issue was likely related to a fault in the top display. No patient was involved.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, e1,(email), g3, g6, h1, h2.